Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the article code of the box is c0088729 (4 pieces per box). Upon opening, it was found that there were 3 products with article code 0058629 inside, and the packaging was inconsistent

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch regarding a labeling issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received a picture of a pouch with code 0058629 - batch 722385. This code-batch has not been distributed in china. (B)(4) units of the code-batch c0088729 - 722385 were distributed in china. We assume that the operation of clean line was not performed correctly and some units of the product 0058629 and batch 722385 were packed in a box labeled as 0088729 with batch 722385. As no other customer complaints have been received concerning this issue for this reference-batch, it has been determined that the mix-up was the one informed by the customer, assuming an isolated box. The personnel involved have been informed of this incidence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the clean line operation between the two manufacturing orders during the product conditioning in the manufacturing line was not performed correctly. Final conclusion: considering that the product box received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the box received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.